Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a failed battery test alarm. The customer's blood glucose was 172 mg/dl at the time of incident. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap contacts were not missing or damaged. The customer was unable to insert a new battery on the insulin pump at the time of call. The customer stated that they received a failed battery test alarm at the time of call. The insulin pump will not be returned for analysis.